Event description:
The customer reported the system displayed a generator error, makes popping noises, and the foot pedal does not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the foot pedal connector and performed a filament calibration. System operates as intended.